Manufacturer narrative:
(B)(4). The device history record (DHR) and document assessment (fmea-08-037) review did not show issues related to the complaint. The sample was returned for evaluation and there were no visual defects detected. Functional testing was also performed and the unit was connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for four (4) hours. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The event is reported as: the unit will not power up prior to use. There was no patient involvement reported.